Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they were filling the reservoir and the piston of the insulin pump kept going. Customer also stated the insulin pump was damaged at the drive support cap and the base came off while loading the reservoir. Customer also reported that they had a compromised force sensor system alarm. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery and occlusion test due to detached end cap. Drive support cap was inspected and no anomaly was noted.